Manufacturer narrative:
Exact date unknown, event occurred four to five months ago.

Event description:
It was reported that the patient was experiencing frequent ipg charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned since it was kept by the medical facility.